Manufacturer narrative:
As part of normal complaint f/u, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). Mako field service evaluated the rio system for electrical issues. The suspect components were returned to mako for eval. Further eval of the event revealed an isolated electrical failure in the burr motor. After the eval was completed, the burr motor was subsequently replaced. The rio system performed as intended by detecting the failure and cutting power from the burr as a safety precaution.

Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During femoral bone resection, a system error was displayed, and the burr stopped working. After resetting the system, a peripheral connection error was observed. The surgeon determined that the proper course of action was to complete the procedure using the manual instrument set.